Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 4.5mm from the balloon proximal tip. The review of the lhr (lot f1235402) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci clinical specialist that an (B)(6) female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size >6mm. Following the procedure, the tech who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure when the tech pulled the device towards the arteriotomy. The device was removed and the pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt was reported as hospitalized for unrelated and unspecified reasons. It was also noted that the tip of the device was bent when the tech tried to insert it through the existing sheath. No further info is available.